Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2 (lot number 20479222, expiration date 10/31/2012). (B)(4).

Event description:
Caller tested 4.1 inr on coaguchek xs system 1 and result of 3.0 inr on coaguchek xs system 2. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.